Manufacturer narrative:
On september 12, 2023, mentor received additional information. The impacted device was identified as a 250cc mentor memorygel breast implant, implanted on the right side. Lot: 6853560; catalog: 3502501bc; serial: (B)(6); expiration date: 8/31/2019; UDI: (B)(4); PMA: p030053; device manufacture date: 8/11/2014. The patient's date of implantation was added as (B)(6) 2014. A manufacturing record evaluation (mre) was performed for the provided lot number, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor became aware that the patient experienced bilateral baker grade iii capsular contracture. A new file was generated to document the patient's left prosthesis. Refer to manufacturing report number 1645337-2023-11527 for the contralateral event. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation surgery with an unspecified mentor breast implant. Post-operatively, the patient experienced capsular contracture on an undisclosed side, which was confirmed by a medical professional. As a result, the patient underwent removal and replacement with a 330cc mentor memorygel xtra breast implant on (B)(6) 2022. The date of implantation was not provided to mentor. Since the impacted device is unknown, it will be defaulted to a gel device in d2a. Common device name and d2b. Procode for reporting purposes only. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).